Event description:
A pump declared an altitude alarm, which the customer reported was recurring. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Technical support informed the customer that residue in the speaker holes might trigger the alarm, and provided cleaning and prevention tips. The customer acknowledged the advice and was able to resume insulin delivery without replacing the cartridge.